Event description:
The device was returned for a set ID failure. This was observed in the log files but unable to be replicated during testing. Som was updated and device was put through mock infusions and passed without issue. Device also passed set ID functional testing.

Event description:
The following has been reported: no patient harm was involved. No infusion was interrupted the unit came in stating service needed. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.